Manufacturer narrative:
The insulin pump was received with an unresponsive button, due to a corroded keypad trace. No button error alarm was noted. The insulin pump was received with minor scratches on the lcd window and a cracked case at display window corners.

Event description:
It was reported that the customer's insulin pump alarmed with a button error. The buttons were not pressed for longer than three minutes. Customer's blood glucose was not known. The customer had discontinued use and reverted to a back-up plan. Nothing further was reported.